Event description:
From staff: a piece of a 2.5mm zimmer drill bit broke off in the patient's right leg during surgery. The cause is unknown. The event was discovered as it happened. The piece was unable to be retrieved.